Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer (fse) found that the rails on the half height drawer 4.1 had failed, with bearings falling out of the rail. The bearing cage had already fallen out and had been discarded. The fse replaced the drawer assembly, after which the drawer firmware was updated, and the new drawer was configured in the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was broken off the railing and could not be closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.